Manufacturer narrative:
This is the same event as 3010536692-2015-01934.

Event description:
Allegedly the patient was revised due to mom complications; pain.- left.additional information recieved 10/23/2015.